Event description:
Patient had a dual coil st. Jude riata 1580 from 2003 that was exposed with high impedence. Patient needed an upgrade biv so the plan was to remove the ICD lead and add an ICD and cs lead. He used a 14fr glidelight and started lasing with the outer sheath. Once he lased past the first coil the pressure dropped. He relaxed tension and it came back up with some neosynephrine. He tried lasing more but pressure would drop from traction, so he decided to abandon and just add leads. He went to remove the laser and it was wedged on the lead and wouldn¿t come off. At this time the pressure dropped and the surgeon and pa scrubbed in to place a pericardiocentesis tube. He drained 150cc of blood and patient stabilized. Dr (B)(6) finally was able to remove the laser sheath but the pressure dropped and wouldn¿t come up. The surgeon decided to open and found a svc tear, he repaired it but the patient never recovered.